Event description:
It was reported to philips that the device gave an ECG bias error message. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device gave an ECG bias error message. There was no patient involvement.